Manufacturer narrative:
A thorough investigation was performed to determine the cause of the reported problem. The customer¿s immediate concerns were addressed by replacing the transducer. The investigation found the reported articulation knob problem was caused by the molding/ machining of the part. This issue has not reoccurred at the customer site post repair.

Event description:
A customer reported an x8-2t transducer would not articulate on an epiq cvx ultrasound system during use. The suspect transducer has been replaced to resolve this issue. There was no patient or user harm associated with this event. Return of the suspect transducer is anticipated. Evaluation of the transducer will be included in a follow-up report upon its return and investigation completion.